Event description:
It was reported that during the unpacking of a stent delivery system the tip became dislodged. The 70% stenosed eccentric lesion was located in the right iliac artery (ria). The lesion length was 70mm with a vessel diameter of 14mm. During the unpacking of the wallstent endoprosthesis with unistep plus delivery system, the tip of the delivery system became dislodged. The device was replaced with another of the same wallstent endoprosthesis with unistep plus delivery system and the procedure was completed. There were no patient complications reported with the patient status listed as 'stable'.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the unpacking of a stent delivery system the tip became dislodged. The 70% stenosed eccentric lesion was located in the right iliac artery (ria). The lesion length was 70mm with a vessel diameter of 14mm. During the unpacking of the wallstent endoprosthesis with unistep plus delivery system, the tip of the delivery system became dislodged. The device was replaced with another of the same wallstent endoprosthesis with unistep plus delivery system and the procedure was completed. There were no patient complications reported with the patient status listed as 'stable'.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system and the tip were returned for analysis. A visual and microscopic examination revealed that the tip was detached. On slight retraction of the outer sheath the fillet of glue was evident on the inner lumen. Microscopic examination of the distal end of the inner lumen and the inside of the tip found what appeared to be a residue of glue. The presence of the glue fillet on the inner lumen as well as being present on the tip demonstrates that the glue fillet was adequate. No other issues were noted with the profile of the device. Measurement analysis of the inner lumen and the tip found both were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).